Event description:
Rn hanging new bag of IV fluids. Attempt made to prime IV tubing (smartsite infusion set). The tubing would not prime, she opened all clamps and the upper vent without success. New tubing opened and primed without incident.